Event description:
It was reported that the handle broke during the procedure, patient was not impacted. No patient complications were reported.

Manufacturer narrative:
(B)(4): instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 89 in/lbs., which above print specification. Twenty two individual torque readings were above print specification, with the individual readings ranging from 83.9 to 95.4 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument.